Manufacturer narrative:
(B)(4).

Event description:
It was reported that "during removal of the super arrow-flex (saf) dilator the tip of the dilator remained (sheared off) in the vessel." Additional information received on (B)(6) 2016 stated the event involved a male patient in the cath lab. During insertion the md attempted to remove the saf dilator. The tip of it sheared off and remained in the vessel. It was removed with a wire. Another sheath was obtained and the procedure was completed successfully. There was no death, injuries or complications reported. There was a delay or interruption in therapy and it is unknown if this presented any consequence to the patient.

Manufacturer narrative:
(B)(4). Additional information received on 01feb2016 confirmed that MDR #3010532612-2016-00004 occurred on the same patient. There was no harm to the patient. Device evaluation: returned for evaluation was a sheath with dilator. The dilator body was received broken off from the dilator hub. The dilator hub was not returned with the device. The dilator tip appeared typical. The inner diameter of the dilator tip met dimensional specifications. Risk document has been completed. A device history record review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of the dilator hub separating is confirmed. Nonconformance (B)(4)has been initiated to investigate the cause of the breaking and separation of the dilator hub from the dilator body. The root cause of the separation is undetermined.

Event description:
It was reported that "during removal of the super arrow-flex (saf) dilator the tip of the dilator remained (sheared off) in the vessel." Additional information received on 28jan2016 stated the event involved a male patient in the cath lab. During insertion the md attempted to remove the saf dilator. The tip of it sheared off and remained in the vessel. It was removed with a wire. Another sheath was obtained and the procedure was completed successfully. There was no death, injuries or complications reported. There was a delay or interruption in therapy and it is unknown if this presented any consequence to the patient.